Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "pump alarmed low helium supply" is not able to be confirmed. The field service engineer checked the pump and no problem was found with the pump. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the registered nurse (rn) stated that the pump alarmed for low helium level and then stopped pumping. As a result, after therapy was discontinued the pump was sent to biomed. The field service engineer was called in to service the pump. The pump ran for 2.5 hours, but no helium errors occurred. The pump was placed back into service. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the registered nurse (rn) stated that the pump alarmed for low helium level and then stopped pumping. As a result, after therapy was discontinued the pump was sent to biomed. The field service engineer was called in to service the pump. The pump ran for 2.5 hours, but no helium errors occurred. The pump was placed back into service. There was no report of patient complication or serious injury and death.